Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up in clinic, there were inappropriate shocks delivered by the device for atrial fibrillation (af) due to device programming. During the therapy delivery, there was a vibratory alert delivered due to low impedance on the associated non-abbott right ventricular (rv) lead. The device was reprogrammed to avoid further inappropriate therapy, and the device was then electively replaced during the unrelated procedure to address the non-abbott lead. The patient was stable with no consequences.